Event description:
It was reported that the patient experienced an infection, including drainage, at the generator incision site diagnosed through examination / palpation. It was reported that the entire system was explanted on (B)(6) 2011 and the patient outcome was reported as resolved without sequela as of (B)(6). It was reported that the patient was re-implanted on (B)(6) 2011.

Manufacturer narrative:
Product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type lead; product ID 37752, serial # (B)(4) product type recharger; product ID 37743, serial # (B)(4), product type programmer; patient product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension; product ID 3708140, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type extension.